Event description:
The reporter stated that the down and ok buttons were harder to press. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive and the keypad buttons had normal spring back. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.